Event description:
Follow-up information was received on 26-apr-2019: it was confirmed that the patient had no medical history. It was confirmed that the events occurred on sites where the radiesse injections were made. Reportedly, histology was difficult procedure and rarely made. Corrective treatment was reported as none, as this case evolved after 4 years. So far, the treatment was not necessary to prevent permanent damage and the patient did not experience a life-threatening illness. The physician was uncertain if a permanent impairment of a body structure was going to remain, but since it was a period of 4 years and was not resolved, it seemed probable. The outcome was left unchanged. As reported, treating physician needed some input if there could be any causality before making his final assessment. Follow-up information was received on 09-may-2019: the initial assessment was corrected. Additionally, it was reported that the physician was not able to provide the onset dates of the events, as the patient returned four years after the treatment, which was the first time the physician became aware of this. According to the patient, there was no other trigger for the events onset. The patient did not receive any corrective treatment. The physician also informed that surgical removal was not discussed. The outcome of the events was left unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, residual hard-formed infiltrates that correspond to the injected radiesse and still present almost four years post injection, was deemed to meet serious injury criteria of resulting in a permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) female patient. She was injected subdermally with a total of 4.5 ml of radiesse® into the cheeks and lateral orbital lines, for a "lift" of nasolabial folds and marionette lines, on (B)(6) 2015. Radiesse® was injected with 1.5 ml to the left cheek, 1.5 ml to the right cheek and with 1/2 x 1.5 ml on each side of lateral orbital lines. The patient was fully active and healthy, with no allergies and no aesthetic treatments in the past. Her further medical history and concomitant medication were reported as none. On (B)(6) 2019, almost four years after the treatment with radiesse®, the patient returned for assessment of residual hard infiltrates, where radiesse® was injected. As reported, hard-formed infiltrates that corresponded to the injected radiesse®, were palpable, feeling clear, and contributing to a visible defect with swelling of the subdermal region at the infiltrate. Some redness was also seen in the skin at infiltrates. The patient had no other filler treatment, after the treatment with radiesse®. According to the reporter, the events were of moderate intensity, not life-threatening and this was a clearly undesirable reaction to radiesse®. The patient was not hospitalized and it was unspecified if the incident was considered to be permanent or not. Due to the provided information, the outcome of the events was considered as not resolved. In the opinion of the reporter, the events were related to radiesse®.